Event description:
Healthcare professional reported left side rupture of the device discovered via ultrasound and confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
E1. Phone number continued:(B)(6). E1. Fax number continued:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: missing shell and patch observed assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side rupture of the device discovered via ultrasound and confirmed via MRI. Device has been explanted and replaced.